Manufacturer narrative:
Of the 25 allegations of a malfunction, 7 pumps were returned to animas and investigated. Of the investigated pumps, were found to be malfunctioning due to transceiver connector failures. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 25</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cs 052/053/054/055 sleep issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-70 years of age and between 38 and 260 pounds. Of the reported patients, 14 were male and 11 were female.

Manufacturer narrative:
Device evaluation: in quarter 1 of 2019, there were 3 instances of cs 052/053/054/055 sleep failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.